Event description:
Customer reported that the operator got shocked while plugging in instrument power cord. Customer confirmed that there was no injury to the patient and no medical intervention required.

Manufacturer narrative:
Customer was informed not to use the instrument until new plug is received. Customer has declined to return instrument but has returned power cord for investigation. Customer received new power cord and has had no further issues. The cause for the issue is unknown.

Manufacturer narrative:
Siemens headquarter support team investigated customer's returned power cord, and no fault was found with the cord. It is likely that the customer's shock was due to static electricity. No failure detected; product is performing within specification. Customer is operational with a replacement power cord.